Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was completed as planned as the system is operational to patient use with intermittent movement when using the angulation beam knob. The philips field service engineer (fse) inspected the system onsite and confirmed that the control module angulation knob was not working. Upon troubleshooting, fse found that the issue was due to faulty geo angulation knob. To resolve the issue fse replaced the control module unit and returned to philips for further analysis. The analysis confirmed the malfunction of the module and identified defective joystick. Following the replacement of the module, the system was returned to use in good working order.

Event description:
It has been reported to philips that the control module angulation knob was not working. The system was noted to be in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the control module unit which returned the device to use in good working order.